Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the facility stated the patient was able to complete peritoneal dialysis treatment using the cycler on the day of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Additional information: a2, a3, a4, b5

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the facility stated the patient was able to complete peritoneal dialysis treatment using the cycler on the day of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an 83 pump a vs. B volume error; alarm warning message during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Additional information was requested but was not received to date.